Event description:
A physician reported a pt who was implanted on 8/14/97 into the right upper vermilion border. On 9/22/97, the pt called the office and reported that for approximately two weeks, the right upper vermilion border implantation site had been oozing and slightly red. The physician diagnosed an infection and prescribed augmentin. On 9/24/97, the pt was seen with pus and redness at the right upper vermilion border implanatation site. The physician diagnosed an infection and removed the infected implant. On 11/5/97, the pt was seen and was doing well. This is the report of the pt's second event.